Manufacturer narrative:
(B) (4).

Event description:
According to the reporter: the instrument did not fire two sulus. Another device was used to complete the procedure. Surgery time delay was reported as more than 30 minutes.